Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history identified 5 similar complaints. Root cause: could not duplicate with returns. Source: phone.

Event description:
Reported false negative sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed positive by molecular (pcr testing).